Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd2380, and no non-conformances were identified. Summary: a used needle/suture piece of product code vcp358h, lot # pd2380 was returned for evaluation. During the visual inspection, the swage and attachment area of the needle were noted to be as expected and the suture end was observed damaged and broken due to the stress applied to the strand, present body fluids on the surface due to use. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to sample condition, the assignable cause of the performance breakage suture was caused by improper handling.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) and the suture was used. During the surgery, the suture breakage occurred. Another like suture was used. There were no patient consequences reported.